Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she was having issues with one sensor. Customer stated that when she removed the sensor she had a lot of bleeding, and she is not sure if the needle came out of her body because she has a bump where it was installed. Customer stated that she attempted t insert another sensor, but it was hurting and she removed it. Nothing further was reported.

Manufacturer narrative:
Inspected two opened and used sensors. Performed visual inspection and found introducer needs to be retracted inside the needle hubs without anomalies.